Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional was discovered to be fractured during cleaning. No adverse events were reported as a result of this event.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned tibial articular surface provisional (tasp) exhibited signs of repeated use (nicked or gouged) and was confirmed to be cracked. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A corrective and preventative action investigation into this issue determined that the likely root cause for tasp fractures is bending/torsional loading on the device. The fractured tasp component in this complaint was manufactured prior to the design modification. Therefore, the root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.